Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 and 2.2 was not detected on bus. A field service engineer reseated the row board and retractor cables the issue was resolved, tested successfully in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hl4s main 2.1 and 2.2 along with all associated cubies, were not detected on the bus. The customer attempted power cycling twice, leaving the unit off for 2 minutes each time, but the issue persisted. The problem escalated from initially affected one drawer to both drawers and all cubies. A second power cycle does not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.